Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and could not confirm the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the inappropriately and/or insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, there was the foreign matter in the instrument channel of the subject device. There was no report of patient injury associated with the event.